Event description:
The initial reporter complained of discrepant high results for 4 patient samples tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e 801 module. Patient 1 initial result was > 250 nmol/l. On (B)(6) 2022 the repeat results were 46.3 nmol/l and 44.7 nmol/l. Patient 2 initial result was > 250 nmol/l. On (B)(6) 2022 the repeat results were 80.2 nmol/l and 79.1 nmol/l. Patient 3 initial result was > 250 nmol/l. On (B)(6) 2022 the repeat result was 77.3 nmol/l. On (B)(6) 2022 the repeat result was 71.9 nmol/l. Patient 4 initial result was > 250 nmol/l. On (B)(6) 2022 the repeat result was 39.5 nmol/l. On (B)(6) 2022 the repeat result was 39.4 nmol/l. The questionable results for 2 of the patient samples were reported outside of the laboratory. It is not known which 2 patient samples were reported. The vitamin d total ii reagent lot number was 57075502. The expiration date was not provided.

Manufacturer narrative:
All patient samples that were run on the e801 module an hour before and an hour after these 4 samples were repeated and no other significant differences were observed. On 26-apr-2022 the field service engineer (fse) visited the customer site. The procell syringe was contaminated. The fse cleaned the procell syringe and decontaminated the flowpath. The investigation is ongoing.

Manufacturer narrative:
The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.